Event description:
It was later reported that the historical (previous) catheter issue was due to tearing of the catheter on the pump side. On (B)(6) 2011, it was noted the patient's abdomen had been swollen for a few days. The hcp believed the symptom could be due to another tearing of the catheter on the pump side. The hcp planned to replace the catheter on (B)(6) 2011 and, at the same time, move the pump from the left to the right side of the body. The medication administered via the pump was gabalon intrathecal.

Manufacturer narrative:
(B)(4).

Event description:
It was reported, the patient indicated that the pump pocket was "becoming swollen." There was a history of a catheter break with the patient's device (date the issue occurred was not reported). The doctor suspected, there was a "pump catheter break" and had decided to replace the device on (B)(6) 2011.

Manufacturer narrative:
Concomitant medical products: product ID: 8711, serial# (B)(4), implanted: (B)(6) 2010, explanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
It was later reported that the patient had swelling over the pump site for a period of 3 days. Due to the event, the patient visited the hospital. It was suspected there was a catheter fracture and therefore an abdominal x-ray was performed. The patient was advised to undergo surgery for catheter replacement. This proved inconvenient for the patient and therefore oral dantrium capsules were prescribed on (B)(6) 2011. The doctor was taking a "wait-and-see" approach. Dose adjustments had been made on (B)(6) 2010, (B)(6) 2011 for spasm control. There was no explant or replacement reported. As of (B)(6) 2011 the patient had not recovered.